Event description:
It was reported that during a surgical procedure at the user facility that the device was activating without stepping on the pedal. The procedure was completed successfully. Additionally, it was reported that during equipment testing conducted by a manufacturer service technician that the device had bare wires exposed. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Evaluation conclusion: the device has been discarded by the manufacturer.

Event description:
It was reported that during a surgical procedure at the user facility that the device was activating without stepping on the pedal. The procedure was completed successfully. Additionally, it was reported that during equipment testing conducted by a manufacturer service technician that the device had bare wires exposed. No delay, no medical intervention and no adverse consequences were reported with this event.